Event description:
Per the clinic, the patient developed an infection at the implant site and experienced skin overgrowth on the abutment. The patient was prescribed oral antibiotics (date and duration not reported) however, the issues persisted. Subsequently the patient underwent a surgical procedure on (B)(6), 2015 to access the sleeper implant and place a new abutment. The originally implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.